Manufacturer narrative:
(B)(4). The traveler device is currently not commercially available in the u.s.; however, it is similar to a device sold in the us. (B)(4). The device was not returned for evaluation. It was reported that the device was prepped inside the anatomy. It should be noted coronary dilatation catheters (cdc), traveler rx, global, instruction for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located below bifurcation in the right coronary artery that was moderately tortuous, heavily calcified and 99% stenosed. The traveler rx 2.5 x 15 mm balloon dilatation catheter (bdc) was used for pre-dilatation and ruptured at 10 atmospheres when inflated for the first time. When the balloon was removed from the patient, a pinhole was confirmed. A new, non-abbott balloon catheter was used to successfully complete the procedure. It was reported that the traveler had been prepped inside the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.